Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Two pieces of the pitch cable were returned with the instrument. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, an instrument fragment allegedly broke off, fell inside the patient, and was retrieved. There was no report of patient injury. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, while the surgeon was using the cobra grasper instrument, two pieces of the cable broke off and fell into the patient. The broken pieces were retrieved and there was no report of patient harm, adverse outcome or injury. On 10/07/2016, intuitive surgical, inc. (Isi) obtained the additional information: the customer confirmed that it was only one piece that had fallen into the patient and was successfully retrieved. The second piece fell on the table while it was being inspected.